Event description:
A patient reports, she is unhappy with her outcome following unilateral intraocular lens (iol) implant surgery. She reported problems with blurred near vision. She stated, the surgeon told her the iol was crooked. During the conversation, she mentioned that she has a history of fuch's dystrophy and had a retinal tear repaired following her surgery. During telephone follow-up with the surgeon, he confirmed the lens was slightly displaced superiorly, but that he did not want to intervene due to the fuch's dystrophy and a family history of retinitis pigmentosa. Although extensive preoperative education was provided regarding the fuch's dystrophy causing increased corneal edema, delayed clearing of vision and fluctuating vision, the surgeon now feels he should have disqualified this patient from having this lens model implanted due to unrealistic expectations. The surgeon does not have any plans to intervene.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicated the product met release criteria. There have been no other complaints received for this lot number. Additional information was requested by fax and mail on 09/22/2006. Telephone follow-up was conducted on 10/05/2006. A completed questionnaire was received on 10/06/2006.